Event description:
Customer reported that there were cracks around the screws of the charging port, raising concerns about the pump no longer being water-tight. There was no reported impact to the customer¿s blood glucose level. No troubleshooting was conducted at the time, and the case was closed using the reported date as the event date.